Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm additional information was received that the patient was experiencing loss of coverage due to lead migration that was confirmed through x-ray. The patient's right lead had migrated to three vertebral bodies. The patient underwent a revision procedure wherein a lead was replaced. No device malfunction was suspected with the leas. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing sharp pains when the scs was on. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing sharp pains when the scs was on. The patient will undergo a revision procedure.